Manufacturer narrative:
Height:: 161 cm. Visual inspection: a deformation at the spout of the outlet side of the prosa valve was observed through the visual inspection. Permeability test: a permeability test has shown that the prosa valve is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The prosa valve is operating within acceptable tolerances. Result: first we performed a visual inspection of the prosa valve. A deformation at the spout of the outlet side of the prosa valve was observed through the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The prosa valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found slight a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of underdrainage. At the time of our investigation, the opening pressure of the prosa valve was within the specified tolerances. However, it is possible past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that the valve was under draining. The initial implant date on (B)(6) 2020. Due to the malfunction, the valve was revised on (B)(6) 2020. Additional information was not provided.